Event description:
The plaintiff attorney alleged that after the administration of fresenius granuflo products at heartland dialysis on (B)(6), 2013, the decedent experienced unspecified injuries, a sudden cardiac arrhythmia, and subsequently expired as a result of cardiac arrest on (B)(6), 2013.

Manufacturer narrative:
This is one event for the same patient involving two separate products.